Event description:
Customer reported that when the technician was loading a new syringe into the pressure sleeve, the faceplate hinge pin broke.

Manufacturer narrative:
Liebel flarsheim field service states that the field service engineer replaced broke hinge pin, performed operational verification in accordance with service manual 900955-c chapters 2 and 6. All tests passed, unit is fully functional and the customer returned system to service.